Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system turning off during surgery" (loss of power). The customer reported the system was not turning on. Additional information received stated the system turned off by itself after a while. This event occurred during more than one procedure. Another light source was used to complete the cases. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and cleaned the ventilation fans. The system was then tested and met all product specifications. (B)(4).